Event description:
This notification was opened for review of information received that the bipap auto biflex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the service technician found evidence of foam particles inside the blower kit and device had blfm- blower foam degradation. Additionally, the device had dust contamination, pin1 and pin2 were destroyed from the humidifier connector, destroyed/cut power connector and destroyed s/n model label. Furthermore, the device displayed an error codes e-7: err_software, e-65: err_stuck_encoder_a, e-66: err_stuck_encoder_b, e-63: err_stuck_knob_key, e-102: err_thermistor_high, e-51: err_corrupt_compliance_log and e-53: err_comp_log_sem_timeout as recorded in error log. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.